Event description:
It was reported that the patient's vns indicated high impedance during a normal mode diagnostics test performed at a routine office visit. The patient's vns has been disabled. No trauma or manipulation is believed to have occurred. No x-rays are planned at this time. The neurologist has increased the patient's medication to prevent a possible increase in seizures. Surgery to replace the vns is unlikely at this time unless the patient's seizure frequency worsens. No adverse events have been reported.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy of the left common femoral artery after a diagnostic procedure. Reportedly, during needle plunger deployment, the needle plunger would not stay depressed making contact with the proximal end of the body. The proglide was removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.estimated date (reported as unk). (B)(4).

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger, suture, link, needles, and cuffs were not returned. Without the return of these components, the scope of this investigation was limited. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results were acceptable. Based on the investigation findings, the device performed according to specification and a root cause related to the reported event could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.